Manufacturer narrative:
The ventricular lead remains in service and no further issues have been reported since. Should any additional information become available, this event would be updated.

Event description:
Boston scientific received information that during this pacemaker replacement procedure after the new device was implanted, the physician closed the pocket and noted atrial lead impedances greater than 2,500 ohms. The pocket was reopened and it was observed the atrial lead was not inserted all the way into the header. The ventricular lead was also checked and was found to not be completely inserted into the header, however, it was far enough that measurements were normal. The physician reseated both leads securely and reconnected the set screws. This resolved the issue. It was noted that the issue was likely due to the tightening of the set screws not allowing the leads to be completely inserted into the header. No adverse patient effects were experienced during this procedure.